Event description:
During the cardiac cath procedure, the cardiologist used a wire to cross the diagonal bifurcation of the left anterior descending. This wire was an 0.014 5' port wire. Stenting was done with a drug-eluting stent. This was deployed at 12 atmospheres with the wire in the lad. An attempt was made to retrieve the stent delivery system and pull back the wire. This was unsuccessful due to the retained distal segment of the wire being trapped behind the stent. The wire was left in the patient and is not expected to cause consequences.